Event description:
On (B)(6) 2022, information was received from a patient receiving morphine (0.225 mg/day) via an implantable pump for spinal pain and complex regional pain syndrome type 1. It was reported the patient relocated to another stated and was not able to find a healthcare professional (hcp) to manage their pump. The patient reported the pump went empty on (B)(6) 2022 and they were in pain. The patient sought care in the emergency room (ER) and was given oral medication. The patient was offered physician listing but the patient stated they have already tried.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.